Event description:
It was reported that during the procedure in the circumflex artery via radial access, as the 4.0x15 rx multi-link 8 stent delivery system was advanced into the 6f guide catheter without resistance, the proximal hypotube separated at the location of the strain relief tubing (adaption cup), at the distal end of the hub. The device was withdrawn from the anatomy and exchanged for a new multi-link 8 stent system which was used with the same 6f guide catheter. The procedure was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and analyzed. The reported catheter separation was confirmed on the returned device and was most likely related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.